Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia, (20 cm x 20 cm). Procedures performed: 1. Exploratory laparoscopy with lysis of adhesions. 2. Laparotomy with compartment separation. 3. Repair of incisional hernia with mesh placement. Assistant: (B)(6), pa-c. Anesthesia: 1. General endotracheal anesthesia, (B)(6). 2. Local used is 0.5% sensorcaine with lidocaine. Indications: the patient is a 73-year-old gentleman who has undergone previous resection for ileitis and abscess in (B)(6) 2013. He has subsequently developed wound infection. Incisional hernia resulted thereafter. The patient recommended to undergo repair at this time. Procedure: ¿after identifying the patient, he was taken to room 2 at groth surgery center. In the supine position, general endotracheal anesthesia was induced without difficulty. The abdomen was prepped and draped in the usual sterile fashion. A 5 mm trocar was placed at the left side of the abdominal wall under direct visualization. Insufflation was carried out with c02. Enlarged hernia defect was noted. Omental attachment to the hernia sac was taken down bluntly vias [sic] another trocar site at left lower quadrant. With the size of the hernia, laparoscopic mesh placement was not feasible. We proceeded to excise the midline scar. Dissection was carried down into the intra-abdominal cavity. Fascial edge was identified. The skin flaps were raised bilaterally. The hernia sac was removed. With much tension between the fascial edges, compartment release was elected. Compartment separation technique was developed by raising the skin flap bilaterally. The external oblique muscle was incised lateral to the recti muscle. An 18 cm x 24 cm by dualmesh (1 mm thickness) was brought into the field. Aligning it in an oblique fashion, the mesh was sutured onto the viable fascia using #1 prolene suture. On the left side, the mesh was sutured onto the fascia. On the right side, sutures were placed on the mesh itself. Gore suture passer was used to retrieve the #1 prolene through the rectus muscle sparing the epigastric vessels. Once the prolene suture was tied down, the mesh was secured with minimal tension. The fascial edge was reapproximated in midline using #1 vicryl sutures placed in a figure-of-eight fashion. Irrigation performed. Two 15-french blake drains were placed underneath the bilateral skin flaps. The scarpa's fascia was reapproximated using running 0 vicryl suture. The skin was closed using staples. Laparoscopic trocar sites were closed using staples as well. Dry dressing was applied. The patient tolerated the procedure well. A medium-size abdominal binder was placed prior to extubation. The patient was awakened and extubated and transferred to recovery in stable condition. Needle, sponge and instrument counts were correct at the end of the procedure.¿ (B)(6) 2013: (B)(6). Implant record. Name: msh dual 1dlmc06- log403545. Type: implant msh dual 1dlmc06. Used: 1. Lot no: 10586209. The records confirm a gore® dualmesh® biomaterial (1dlmc06/10586209) was implanted during the procedure. (B)(6) 2015: (B)(6). Operative report. Addendum/revision: the size of the seroma cavity was approximately 12 cm x 8 cm x 5 cm. Preoperative diagnosis: 1. Seroma at right abdominal wall. 2. Status post incisional herniorrhaphy with compartment release. Postoperative diagnosis: 1. Seroma at right abdominal wall. 2. Status post incisional herniorrhaphy with compartment release. Procedures performed: 1. Incision and drainage of the seroma/hematoma at the right abdominal wall. 2. Placement of drainage tube. Assistant: lindsey j. Miller do resident first year. Anesthesia: 1. Mac [monitored anesthesia care] with timothy e. Downey crna. 2. Local was used with 1.5% polocaine mixed with 0.25% sensorcaine. Indications: the patient is a 75-year-old male with the above-mentioned history. He has developed increasing seroma on the right side. CT scan is demonstrating no obvious fistula to the intraabdominal cavity. Drainage was recommended. Description of procedure: ¿after identifying the patient, he was taken to room 4 at the groth surgery center. On supine position, sedation was given by the anesthesia staff. The patient was rotated to the left side, identifying the seroma cavity. Intraoperative ultrasound was performed identifying the cavity itself. After infiltrating the skin with a local anesthetic, a longitudinal incision was made over the middle portion of the seroma cavity. Dissection was carried down through the subcutaneous tissue. The muscle fascia was divided. We then proceeded to enter the seroma cavity. Chocolate-colored fluid was evacuated. Some debris was noted. The fluid was collected for culture. The fluid was not foul-smelling. Irrigation was performed. Debris consistent with old blood clot was evacuated. After adequate irrigation, a 19- french blake drain was placed into the seroma cavity and brought out through a separate stab incision below the incision. The muscle fascia was reapproximated using running 3-0 vicryl. The subcutaneous tissue was closed using 3-0 vicryl. Then 4-0 vicryl was used to close the skin. Steri-strips and dry dressing were then placed. Silk was used for a drainage stitch. The patient tolerated the procedure well. She [sic] was awakened and transferred to the recovery room in stable condition. Needle, sponge, and instrument counts were correct at the end of the procedure.¿ (B)(6) 2015: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2015 procedure was not provided.] ??/??/15: [missing records: records for the CT scan showing ¿no obvious fistula¿ were not provided.] (B)(6): (B)(6). Operative report. Addendum/revision: I was assisted by (B)(6) pa-c. She provided retraction and exposure for removal of the cyst, as well as assisting in closure of the wound following the procedure. The procedure would not have been possible without her retraction and exposure. Preoperative diagnosis: abdominal wall cyst. Postoperative diagnosis: abdominal wall cyst. Operation performed: excision of abdominal wall cyst. Assistant: (B)(6) pa-c. Anesthesia: general endotracheal by (B)(6), md. Estimated blood loss: minimal. Cultures: none. Drains: blake drain x 1. Specimens: abdominal wall cyst. Complications: none. Indication: patient is a 75-year-old patient of (B)(6) with a recurrent abdominal wall cyst following a repair of an incisional hernia. Findings: the patient had a large subcutaneous cyst that was firmly adherent to the abdominal wall. Procedure: ¿with the patient in the supine position after anesthesia was induced and after appropriate timeout procedure was performed, the abdomen was prepped and draped in the usual fashion using chloraprep. The patient's old longitudinal incision was excised by making an elliptical incision at the level of the mass in the right midabdomen. Dissection was carried out down to the subcutaneous tissue to the cyst. The cyst was then dissected out circumferentially down to the fascia, where it was firmly adherent. With sharp dissection, the cyst was dissected off the abdominal wall. At one point, a prolene suture was identified which was eroding into the cyst, and when this was dissected out there was a small pinhole at the level of where the suture had entered the cyst. Suture was then removed from the abdominal wall and dissection was carried out cephalad, rolling the cyst out of the wound. All of the cyst was completely excised. Examination of the wound showed some small bleeding sites which were controlled with cautery. The cyst was about 15 cm x 10 cm. A 19 blake drain was placed in the subcutaneous space and brought out through a stab wound superior to the incision. Subcutaneous and subcuticular sutures of vicryl were placed. Steri-strips and dressings were applied to the wound. The patient was taken to the recovery room in satisfactory condition. Sponge and needle counts were correct at the end of the case.¿ (B)(6) 2016: [missing records: a pathology report detailing analysis of the specimens removed during the (B)(6) 2016 procedure was not provided.] (B)(6) 2016: (B)(6). (B)(6) md. Operative report. Preoperative diagnosis: recurrent abdominal wall cyst. Postoperative diagnosis: recurrent abdominal wall cyst. Operation performed: excision of abdominal wall cyst and removal of abdominal wall mesh and abdominal wall reconstruction. Assistant: (B)(6), cst. Anesthesia: general endotracheal by (B)(6). Estimated blood loss: minimal. Cultures: none. Drains: blake drain x 2. Specimens: abdominal wall mesh and cyst. Complications: none. Indication: the patient is a 76-year-old patient of dr. Heiks with recurrent abdominal wall cyst thought to be secondary to foreign body reaction to his abdominal wall mesh. Findings: the patient had a large cyst and the mesh was making out the posterior wall of the cyst, so it was excised. Procedure: ¿with the patient in the supine position after anesthesia was induced and after appropriate timeout procedure was performed, the abdomen was prepped and draped in the usual fashion using chloraprep. The old transverse incision in the right mid abdomen was opened, and dissection was carried out down through the subcutaneous tissue to the cystic mass. With use of electrocautery, the mass was dissected down to the abdominal wall and then the mass was excised off the abdominal wall. In so doing, it became apparent that the mesh was making up the posterior wall of the cyst, so the dissection was carried out to continue to remove all of the mesh along with the cyst. The cyst was entered during the dissection and fluid was aspirated. There was no odor to the fluid. It appeared to be clear, dark brown fluid. Eventually, the entire cyst and abdominal wall mesh was removed. The wound was inspected and there was no residual mesh noted, although there were several prolene sutures noted which were removed. The patient appeared to have an abdominal wall defect where the mesh had been removed, so the external oblique fascia was dissected off the transverse abdominis muscle out laterally, all the way posteriorly, and nearly to the psoas muscles. This allowed for adequate movement of the external oblique fascia that it could be brought back to and sutured to the edge of the rectus muscle with a running suture of #1 pds reinforced with interrupted sutures of pds. A good coverage of the defect was obtained in this manner; and 30 ml of 0.5% marcaine and 1 % xylocaine was then infiltrated as a tap block in the right upper quadrant through the wound. Two 19 blake drains were then brought out through a stab wound superior to the wound and placed in the large subcutaneous pocket. The wound was then closed with a running suture of 3-0 vicryl in the subcutaneous space, and the skin was closed with a skin stapling device. A sterile dressing was applied to the wound. The patient was taken to the recovery room in satisfactory condition. Sponge and needle counts were correct at the end of the case.¿ (B)(6) 2016: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2016 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic, converted to open, incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: seroma (2015), mesh incorporation in abdominal wall mass (2016) and mesh removal and additional surgery. Additional event specific information was not provided.